Event description:
It was reported that the patient received several inappropriate shocks due to noise. Externalized conductors were noted. Lead was capped and replaced.

Manufacturer narrative:
(B)(4).